Event description:
Customer reportedly obtained results of 61mg/dl and 267 mg/dl on the same device within 10 minutes. Customer reportedly took 40 units of novolog insulin. No adverse event reported. Customer also reportedly obtained results of 406mg and 127mg/dl on the same device within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.